Manufacturer narrative:
On november 30, 2020, mentor became aware that the patient also suffered breast asymmetry with the right breast larger than the left breast and bilateral breast ptosis (grade ii). In addition, mentor became aware that the patient underwent bilateral replacement with the following devices: (left) 250cc mentor smooth round moderate plus profile saline catalog: 3502250, lot: 7729740, sn: (B)(6) and (right) 250cc mentor smooth round moderate plus profile saline catalog: 3502250, lot: 7295046, sn: (B)(6). Ptosis on the right breast will be reported under mrn: 1645337-2020-15943. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according with mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.2 cm microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the device it appeared intact. Leak testing revealed there was a tear measuring approximately 0.2 cm, located at the anterior view. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with a 250cc mentor siltex round moderate profile saline breast prosthesis on the left side, suffered deflation post-operatively. The deflation was diagnosed via visual examination. As a result, the patient underwent implant explantation on (B)(6) 2019.